Event description:
It was reported that while stimulation is turned on the patient is experiencing a shocking or jolting sensation. It was further reported that the patient is getting occasional and random shocking at the site of the device. This reportedly had occurred 4 times since (B)(6) 2012. It was noted that there was no known accident or incident related to this complaint and the patient denies having any "full falls." It was further reported that the patient had a "ripping" sensation shortly after implant but the start of the shocking did not occur till after this event. It was thought that the "ripping" may have been a stitch. It was noted that movement does not cause changes in stimulation and pressing on the device does not recreate the shocking. It was further noted that impedances were normal. It was also reported that there was stimulation in the wrong location. It was noted that the patient's supraorbital stimulation has changed and was no longer as medial as it used to be and the coverage is not as good. It was further noted that reprogramming had not addressed this. Several days later it was reported that the patient could not increase stimulation past .4 because her eye would twitch on the front lead. It was noted that the back lead was usually run at 1.3 or 1.4. It was further reported that the patient's headaches had been "really bad lately." It was also noted that the last time the patient charged, prior to the report, she turned off the stimulation and when it was turned back on it was in the wrong place. It was also noted that the patient thought that the occipital lead had moved. It was further reported that the patient was having muscle spasms in her neck. The patient reportedly met with a manufacture representative for reprogramming, it is unknown what the result of the reprogramming was. It was also reported that the patient is feeling stimulation in the wrong location and "should be feeling it towards the midline of the middle of her forehead but she was feeling the stimulation by her temple all in one place." It was noted that the patient was not sure when the stimulation in the wrong location started. It was further noted that the patient's health care provider (hcp) was going to take an x-ray. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).